Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The receiver (part number str-dr-pnk/serial number (B)(4)/lot number 5207991 was returned on 03/28/2017. The returned receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was downloaded and, upon review, confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2017. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.